Event description:
This pt with a history of hypertension, hyperlipidemia, smoking, previous myocardial infarction (mi) was admitted for coronary evaluation due to acute st-elevation, anterior wall mi less than 6 hours from the onset of symptoms. The pt was currently not taking any cardiac medications. Thrombolytics were not administered. Upon admission, the pt was hypotensive (72/51 mmhg) and the ejection fraction was decreased (30-50%). Cardiac enzymes were not measured prior to the procedure. Angiography revealed a 90%, 25mm, de novo, bifurcating, irregular, eccentric, moderately calcified, b2 type lesion in the proximal lad. The vessel was described as 2.75mm in diameter with timi ii flow, moderate tortuosity, and between 45 and 90 degrees of angulation at the target lesion site. Heparin only was administered. Clotting times were not measured. The bifurcation was double wired to protect the side branch. The lesion was predilated with a 2.5 x 12mm balloon inflated to 14 atms. A 3.0 x 33mm cypher select plus stent was deployed to 18 atms. Residual stenosis was 5% with timi iii flow restored. Upon angiography, it was noted that a side branch within the stented segment had occluded. No additional treatment was performed and the event resolved without sequelae. Following the procedure, the pt was started on aspirin and plavix. Heparin was continued during the hospitalization. Between 6-24 hours post procedure the pt's ck, ck-mb and troponin were elevated 3 times the uln. After 24 hours, the ck had normalized and the ck-mb was normalizing (<2 times uln). Troponin was not re-measured after 24 hours. The pt was discharged after 6 days hospitalization with orders for daily administration of aspirin, plavix, statins, ace inhibitors, beta-blockers.

Manufacturer narrative:
At one month follow-up, the pt denied cardiac symptoms and was compliant with cardiac medications. This pt has a history of hypertension, hyperlipidemia, smoking, and previous myocardial infarction (mi). These pre-morbid conditions in concert with the pt's acute presentation place him at increased risk of a major cardiac adverse event (mace). The lesion was described as moderately calcified, eccentric, irregular lesion, which crossed the bifurcation of a major side branch. The vessel was moderately tortuous, angulated with sluggish flow (timi ii). The cypher select stent is indicated for the treatment of discreet lesions. Furthermore, the IFU warms the user that the safety and effectiveness of the cypher select stent has not yet been established in pts with tortuous vessels, or in pts with recent mi with poor flow through the vessel. Following stent deployment, a side branch occlusion was noted. The IFU cautions that placement of a stent has the ability to compromise side branch patency. Following the procedure, the cardiac enzymes were elevated 3 times uln. In light of the pt's presentation with acute, pre-procedural mi, this is an expected occurrence. The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Side branch occlusion is known potential complication of coronary stenting. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device. In this case, there are vessel, lesion and procedural factors that contributed to this event. The post procedural increase in cardiac enzymes is likely related to the pt's underlying condition (acute, pre-procedural mi). Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.